Manufacturer narrative:
(B)(4) d6a. Implant date. Between (B)(6) 2024. D10. Durasulâ®, alpha insert, ii/36 item# 0100013709 lot# 3198149. Allofitâ® alloclassicâ®, shell with polar screw plug, uncemented, 52/ii item# 4245 lot# 3200968. Original m.e. Mã¼llerâ®, stem, pt-s30, standard, straight, cemented, 10.0, taper 12/14 item# 350029100 lot# 3192672. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Initial left total hip arthroplasty on an unknown date in 2024. Subsequently, the patient was revised due to suspicion of inlay fracture. During the revision significant metallosis was noted. The inlay was found dislocated from the beneath the ceramic head and was positioned medial-caudally. The stem and cup were retained, while the inlay and head were revised. No intraoperative complications were reported. Diligence is completed and no further information on the reported event has been provided.